Manufacturer narrative:
B3: date of event is estimated. The unit was received with a reported oxygen error, confirmed with the contaminated zeolite. Incoming internal 02 measured 89.8% and external 02 measured 89.1 %, both below specification. The issue was identified as high psa (9} caused by zeolite contamination from moisture absorption and leak from cannula receptacle due to the high impact to the unit. Top housing and ulp were replaced due to cosmetic damage.

Event description:
It was reported that the battery of the patient's device wouldn't keep a charge and would deplete quickly while the patient was outside. The patient did not have a backup device at the time. As a result, the patient's oxygen level decreased and they passed out. Patient was sent to the hospital and was admitted there for 6 days. Patient has received their replacement device and they are doing better.